Manufacturer narrative:
Failure event observed during analysis. Final analysis found four external abrasions caused by friction to the device can breaching the optim sheath only that was noted at 15.5 cm to 17.5 cm from the connector pin and at 33.7 cm to 34.0 cm, 33.9 cm to 34.0 cm, and 35.8 cm to 36.2 cm, proximal to the suture sleeve tie impressions. Silicone insulation beneath was not damaged at these regions.

Event description:
This report is to advise of an event observed during analysis.